Event description:
Patient presented with a 2nd degree burn on the medial thigh one day after undergoing vaser liposuction and renuvion. The investigation determined that the reported issue is mostly likely associated with the use of excess energy in the treatment area and/or the treatment being performed too superficial to the skin surface. There was no reported malfunction of the device.